Event description:
During a phacoemulsification procedure, this microsurgical unit exhibited intermittent aspiration; aspiration would stop then restart on its own. The unit was used to complete the procedure.